Event description:
Heart transplant in progress with the pt on the heart/lung bypass machine. Arterial filter component of the heart/lung machine became "clogged" causing high aortic back pressures in the pt. Filter was changed. Pt assessed post op and no apparent injury noted.